Event description:
The customer contact reported that the pump did not deliver from the primary line. The pump was returned to the central services department with an unsigned note that stated. "IV pump reading err." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the pump "would not switch from secondary to primary". There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.